Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -16.5 diopter into the patient's right eye (od) on (B)(6) 2021. The surgeon reports an unreactive (fixed) pupil. Reportedly, the lens remains implanted. The cause is reported as other: the surgeon thinks it's related to ovd remanant. The pupil is unreactive, even with pil treatment the pupil does not close. The patient is uncomfortable with the light.